Manufacturer narrative:
(B)(4). Evaluation, results, conclusions: severe angulation of the right external iliac.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 64 x 58 mm abdominal aortic aneurysm in a corpulent patient approximately 1 month ago. Vessel morphology included 10 mm of non circumferential thrombus and 5 mm of non circumferential calcification in a long infrarenal neck with a 20 degree angle. The proximal part of the right common iliac artery was wide. There was a very elongated proximal part of the right external iliac artery with an angle of more than 180 degrees. It was reported that placement of the bifurcated stent graft over the left side was not problematic but then it was very difficult to cannulate the contralateral stub leg. A competitor's guide wire was introduced into the right iliac leg without dilating the vessels. It was not possible to introduce the nose-cone past the entrance of the stub leg. The physician tried with some force and several movements (twisting, pulling, pushing, etc.) To introduce the system, without success. He decided to remove the delivery system with the guide wire still in place. The distal part of the delivery system moved downward while the proximal part (nose-cone, and stent graft, that was still in the tubing) did not move. The complete delivery system was separated just below the level of the stent graft. This part of the system was captured with a snare and removed. Again the stub leg was cannulated, using a cross-over procedure. Another guide wire was introduced in the stub leg but it was difficult to stretch out the vessels. A new device was introduced successfully. Control angiogram showed correct placement without endoleaks. No additional clinical sequelae were reported and the patient is fine. Ref MFR #2953200-2011-00582 and # 2953200-2011-00583.